Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor (gold). Unable to complete functional test due to prime anomaly. No excessive no delivery alarms or motor error alarm noted. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube window corners, broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was able to rewind the pump. Customer reviewed alarm history and found out 2 motor errors before the rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.